Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: UDI # (B)(4). This complaint is confirmed. Visual inspection of the returned trocar pin exhibits signs of repeated use nicks and gouges and the hex feature of the pin has fractured off and wasn¿t returned. Photographs were provided that show the pin stuck in cut guide. The fracture probably occurred when they were trying to remove the pin from the cut guide. Review of the receiving inspection report and supplier device history record identified no related deviations or anomalies during manufacturing. No medical records were provided. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 42539905285, tibial cut guide right medial 5 degrees , lot # 64268691. Foreign report source: (B)(6).

Event description:
It was reported that during an initial tka, the oblique pin became jammed in the guide and was unable to be removed. Another pin and guide were used with no consequence to the patient.